Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-21062, 1627487-2014-21063. It was reported the patient will undergo surgical intervention to explant her scs system. The reason for explant is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.